Event description:
A surgeon reported during a follow up visit, a patient presented with post-operative corneal edema. A completed questionnaire was returned and indicated the patients symptoms are continuing. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).